Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). During pre-repair assessment performed by technician, it was noted that some components were damaged, the connector is loose and the motor overheated. The device was replaced.

Event description:
Customer reported that the console is displaying the error code for fault in handpiece. This is report 1 of 1 for (B)(4).